Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-36320- device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets cannula crimped events on 30-aug-2024, 02-sep-2024, 05-sep-2024, and 08-sep-2024. The event occurred within an hour of insertion. Insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.